Manufacturer narrative:
(B)(4). Concomitant medical device: vngd ps tib brg 10x63/67mm; item# 183620; lot# 835790; unknown femoral stem; item# unknown; lot# unknown; unknown bone cement; item# unknown; lot# unknown; tnbn pol cocr fin tib tray 63; item# 141251tnbn; lot# 2017070093. Source foreign: italy. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported the patient underwent a left knee revision approximately a year-and-a-half post-implantation due to pain and limited range of motion. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records and radio graphs were provided and reviewed by a health care professional. Review of the available records identified the following: contributing factors of event: obesity, osteoarthritis, rheumatoid arthritis, traumatic arthritis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.